Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. No additional adverse patient effects were reported. The device is not expected to be returned for analysis due to physician decision.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.